Event description:
It was reported that during the procedure, the patient became asystolic and the customer was temporarily not able to enable pacing on the carto 3 system: when they clicked on "map cath" too quickly the drop-down for selecting the pacing channel did not open. The customer was then able to select the pacing channel by hovering with the mouse over the "map cath" option without clicking on it, which opened the drop-down and enabled the "map 1-2" to be selected. The patient recovered from the asystole and the customer was able to complete the case without patient consequences. No additional patient information could be obtained from the customer.

Manufacturer narrative:
Manufacturer's reference number: (B)(4).the investigation of this complaint is still in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Manufacturer ref (B)(4). Dear mr. (B)(6), on october 19, 2010 biosense webster inc. (Bwi) received the FDA follow-up request, dated october 09, 2010 regarding report #9681484-2010-00018: manufacturer ref. (B)(4). The request included the following questions: the final results of any failure analysis or laboratory testing of the device listed in the report(s) including: a complete description of the methodology(ies) used, an identification of the failure mode(s) and/or mechanism(s) and the associated component(s) involved, any conclusions based on the final failure analysis or laboratory test results. The complaint, as mentioned in this report, stated that the customer was not able to enable pacing on the biosense webster carto 3 system due to the inability to select the correct pacing electrodes. The event occurred when the patient required emergency pacing to resuscitate as he had become asystolic. It was clarified that the patient becoming asystolic was not caused by the carto 3 system. The physician managed to overcome the disabled pacing quickly and was able to perform the pacing without any consequences to the patient. The failure analysis results indicated that the physician did not follow the IFU recommendation when emergency pacing is required. When emergency pacing is required, the carto 3 IFU indicates that the user should use the direct connection ports which will allow the user to pace directly from the stimulator device. In this event, the user attempted to perform the emergency pacing through the port that is controlled by the carto 3 system instead of using the direct connection ports as required in the IFU. By attempting to use the carto 3 system controlled port, the user experienced a software failure which caused pacing delay. The software bug that caused the software failure was identified and it has been corrected in the new software version (v.1.1.2.). However, as previously stated, the main cause of the event was identified as user related since the physician did not follow the recommendation in the IFU and should not have used the port controlled by the carto 3 system for emergency pacing. Please provide the total number of devices manufactured and distributed for the last three years by year for the device indicated in the medical device report. The biosense webster carto 3 system was 510(k) cleared by the FDA in october 2009. The following table indicates the number of systems manufactured and distributed since its clearance: (B)(4). If the patient or device problems (including any failure analyses) noted in this report are part of a trend analysis, please provide a complete list of all related MDR access numbers, as well as the basis for their inclusion in the trend, e.g. Common clinical presentation/observation, common component, common manufacturing process, known failure mode, etc. Mfg report no. 9681484-2010-00012 has been submitted related to this event where the customer was not able to pace using the carto 3. The risk related to the software bug identified during this event was evaluated and it was determined that the probability of injury to the patient is low (B)(4). Please describe your determination of whether this event was due to a software error or user error, including your rationale. If user error, please describe whether this error is reasonably likely to occur and why. Please also describe the reasoning behind the current software design of this feature. The carto 3 system is designed with direct connection ports which allows pacing to be controlled by the stimulator rather than being controlled by the carto 3 system. In addition, the system provides a connection for the stimulator where the pacing is controlled by the carto 3 system. As explained, when emergency pacing is required, the carto 3 IFU indicates that the user should use the direct connection ports which will allow the user to pace directly from the stimulator device. In this event, the user attempted to perform the emergency pacing through the port that is controlled by the carto 3 system instead of using the direct connection ports as required in the IFU. (B)(4).